Event description:
Visit eye dr, in 2007, for eye infection due to redness pain & light sensitivity in left eye. Three months later, visit eye dr for right eye. Due to same issue. I used complete moistureplus.